Event description:
It was reported that prior to harvesting radial artery, the surgeon used the device for ten minutes. The generator showed instrument alarm and cannot use the device anymore. The surgeon changed to a new device to complete his case. There was no reported patient consequence.

Manufacturer narrative:
Evalutation summary: the analysis result confirmed that the device was returned with the distal tip of the blade broken off and missing. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure." The batch record was reviewed and no anomalies were noted during the manufacturing process.